Event description:
It was reported that during a balloon treatment procedure, the device became stuck on the guidewire. The unknown size mustang balloon catheter became stuck on the guidewire. The physician commented that the mustang balloon felt sticky at the back of the wire. Additional information regarding the procedure was not available. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)